Event description:
On (B)(6) 2012 the reporter contacted animas alleging that buttons are becoming unresponsive. This happened once last week button issue but resolved quickly, however tonight no buttons are responding to press. Pump is worn under a garment against body and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the "up" and "down" keys respond intermittently to button press. The keypad was removed to investigate, and evidence of keypad contamination was located the under "contrast","up" and "down" contact buttons. Unrelated to this complaint, the pump booted to the verify screen with dim pink contrast. The oled screen was removed and replaced with a new test screen: contrast returned to normal with test screen.